Event description:
Per incident report: during implant of vad a small piece of plastic broke off while pulling the drive line through. The surgeon noticed immediately and notified the rep in the room. An attempt was made to retrieve the piece broken off to no avail. At the end of the case, counts were incorrect for needles so an x-ray was taken. It was cleared by radiology and the piece of plastic was not seen on x-ray either. At completion of step 8 in the driveline exit site procedure (see heartmate 3 IFU, section 5-36) it was noted that a piece of the tunneling adapter, approx 5mm x 10 mm in size was missing from the connection point with the tunneling lance. This piece was noted to be intact at step 2 of this procedure. A search was unsuccessful in retrieving the missing tunneling adapter piece and it is believed to be retained within the pt. The affected tunneling adapter was photographed and possession given to (B)(6), clinical rep for abbott mcs abbott product experience ref # (B)(4).